Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that he had a faulty speaker on one of his mp70 monitors. There was no report of any adverse pt impact.